Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the pt had upper gi bleeding and anemia. The pt received 2 units of red blood cells (rbc) and the issue resolved on (B)(6) 2014. It was reported that the pt's gi bleed was likely from arteriovenous malformations (avms).